Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the patients baseline pericardial effusion increased. The patient underwent a left atrial appendage (laa) closure procedure in (B)(6) 2017. The patient had an existing pericardial effusion (pe) prior to the start of the procedure that was not different from the baseline computed tomography (CT) scans. A 30mm watchman ® laa closure device was released and there was no change to the pe. The patient had a transesophageal echocardiogram (tee) the following day prior to discharge and the pe appeared to be unchanged. Three days post procedure the patient developed a nosebleed and all oral anticoagulants (oac) and platelet aggregation inhibitor therapies were stopped by patient¿s primary care physician (pcp). In (B)(6) 2017, the patient presented to an outside community hospital with severe chest pain. Electrocardiography (ECG) and troponin was negative. The CT/pe protocol was performed and an effusion was noted. The patient was taken to the operating room and a pericardial window was created with a chest tube to evacuate the effusion. No further patient complications were reported that the patients status is stable.